Event description:
It was reported that the patient had an overstimulation sensations. Impedances were checked and coverage was good so they did not reprogram. The patient noticed that when they were stationary in supine position or lying left position, the stimulation surged then went off for about five seconds. This happened three times a day since the week prior to the report. This occurred with or without adaptive stimulation activated. The patient was not moving neck or anything else that typically caused a temporary surge. Prior to the week prior to the report the patient had no issues like this. The patient had great coverage, great relief. The issues began the wednesday before the report and the experienced issues with surging and then shutting off for five second when lying stationary on her back and on her left side. Additional information was received on (B)(6) 2015 indicating that the patient was doing fine at the time of the report. The therapy was good just not sure why the surging occurred.

Event description:
Additional information received reported the patient was still having issues with the new settings. They system was set back to the previous settings and the patient was hopeful that with time the issue will resolve.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).